Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2006 and (B)(6) 2010 and a sling, bard pelvicol and bard pelvilace were implanted. It is unknown which dates the devices were implanted on. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior colporrhaphy, sacrospinous ligament fixation with pelvicol and left labia minor reduction; due to sui, first-degree cystocele, symptomatic pelvic relaxation and hypertrophy of the left labia minora. It was reported that the patient underwent sling removal on (B)(6) 2010 due to sling replacement and recurrent sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.